Event description:
It was observed during the device inspection that the thunderbeat surgical instruments tissue pad in the grasping section was worn away. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.